Manufacturer narrative:
Investigation summary: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Tested 5x returned devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: could not duplicate with retains and returns. Source: phone.

Event description:
1 reported false positive flu b result for 1 asymptomatic (off-label) patient. The customer communicated the result was confirmed negative by another rapid antigen assay. The customer also communicated 3 additional patient events which are captured in separate reports.